Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that, after 32 months of support on the lvad, the hospital made a decision to explant the pump due to suspected thrombus issues. A heart from a donor became available and the patient was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.